Event description:
It was reported that a patient underwent a thymic tumor resection on (B)(6) 2012 and a topical skin adhesive was used at the port areas. On (B)(6) 2012 the patient developed redness and itching at the site of application. On (B)(6) 2012, the topical adhesive was removed and the patient was treated with allegra and antebate. The patient's symptoms resolved. On (B)(6) 2012 complained of itching again. The doctor prescribed allegra and antebate again. Unspecified oral medicine was also prescribed. Now, the patient is in stable condition.

Manufacturer narrative:
(B)(4) - problem with pigmentation. Additional narrative: it was reported that the three port areas of the chest is where is reaction occurred. The symptoms were redness and rash. As of (B)(6) 2012, the redness, rash and itching were gone, but there was pigmentation. The patient is doing well.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: eae182. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.